Event description:
It was reported that during a laparoscopic total prostatectomy procedure, air leaked in about 30 minutes. All inserted forceps through the device were 5mm. When the valve was corrected with fingers, the air leak stopped. The event occurred every 30 minutes. When an air leak occurred, 'boos' sound was heard. At first, the abdominal air pressure was 10. The abdominal air pressure was changed to 12, and then 15. Other devices were used to complete the procedure. There were no adverse consequences for the patient. Air leak occurred in all devices.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4)

Manufacturer narrative:
(B)(4). Duckbill, leak test failure, the analysis results found that device (a) was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak without the test probe inserted through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that device (b) was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that device (c) was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak without the test probe inserted through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # g9kn1u mfg date: 07/28/2010; exp date: 06/28/2015